Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Event description:
It was reported the right ventricular (rv) lead df-1 portion became severed. It was indicated that this was found upon opening the pocket and it was unknown how the portion of the lead became severed. It was noted that there was a lot of time spent dissecting the pocket and the lead could have been cut during that time. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.